Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and lo (less then 10 mg/dl) within 10 minutes on the aviva system. Test strips may have been exposed to high temperatures. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.